Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat stress incontinence and elements of urge incontinence and mesh was implanted. It was reported that following insertion, the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, bleeding, dyspareunia and vaginal scarring. It was reported that the patient underwent lysis of sling and anterior vaginal exploration on (B)(6) 2011 due to incomplete bladder emptying and tight urethral vaginal junction post surgery. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion patient experienced dysuria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.